Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high thresholds and high impedance measurements. The impedance measurement reported was 861 ohms. The device was reprogrammed to unipolar and the patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.